Event description:
It was reported that this pacemaker was explanted due to an unknown reason. A new device was successfully replaced and no additional adverse patient effects were reported. The device has been received for analysis.

Manufacturer narrative:
Correction: h10 field: additional MFR narrative updated. Upon receipt at our post market quality assurance laboratory, an inspection of the device identified no anomalies.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant

Event description:
It was reported that this pacemaker was explanted due to an unknown reason. A new device was successfully replaced and no additional adverse patient effects were reported.